Manufacturer narrative:
(B)(4).

Event description:
It was reported that the holter-electrocardiograms revealed that the pulse generator exhibited oversensing. The patient's condition was fine. No intervention has been performed at this time. The patient would continue to be monitored.